Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? Was the cutline complete? What color cartridge was being used? At what firing did the issue occur? How was the procedure completed?

Event description:
It was reported that during a cardiovascular procedure, the device did not staple. It is not known on which firing this occurred, what cartridge type was loaded, or if buttressing was used. It is not known how the procedure was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # m53x3u. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.